Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking/jolting sensation along with intermittent stimulation. The patient was to meet with the manufacturer representative at her next physician appointment. Further information is being requested at this time.